Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 175 mg/dl and 51 mg/dl. Customer had symptoms of shakiness, sweatiness, and blurred vision. Customer was able to retrieve and consume 16 ounces of milk. Customer states it took 35 minutes to feel better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.